Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, the rv lead impedance and capture threshold was high. The lead was replaced. The patient was fine after the event.